Event description:
It was reported that during testing conducted at the manufacturer facility that the unit was displaying a bias current error warning. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Evaluation conclusion: the unit was scrapped.